Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a replacement lens. Reportedly, "the status of the eye: astigmatism." There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found the lens to be within specifications. Claim (B)(4).